Manufacturer narrative:
On 23-aug-2021, bwi received additional information regarding the event. This adverse event was discovered during use of biosense webster products. The physician¿s opinion on the cause of this adverse event: bwi product malfunction. The event did not require medical or surgical intervention. The outcome of the adverse event: no ae. The patient did not require extended hospitalization because of the adverse event. A thermocool® smarttouch® sf catheter was not used. Force visualization features: graph, dashboard, vector & visitag with standard parameters (3-3-25-3), additional filter used with the visitag: respiration and color options used prospectively: tag index. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
Additional information received indicates that the device is not available for return, therefore no product investigation can be performed, and the customer complaint cannot be confirmed. Manufacturer record evaluation cannot be conducted because the no lot number was provided by the customer. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that an unknown patient underwent a ventricular tachycardia ablation procedure with a unknown smart touch unidirectional sf. The patient suffered cardiac tamponade. The patient had pericardium damage, pericardial rupture pericardial effusion. This occurred a half an hour after the transeptal puncture, noticed blood pressure was really low and then did an ultrasound, there was blood in the pericardium. The team aborted the whole operation and started emergency procedure. It was also reported that when clicking on tools respiration gating, click "train" and then second monitor goes black, and stays black. Only solution to have it back is to go on tools again and stop respiration gating. Mentioning that this was a recurring issue. Continue the procedure without respiration gating. Since this event is life threatening and required interventions to prevent permanent impairment of a body function or permanent damage to a body structure, then is to be considered serious and MDR-reportable.